Event description:
It was reported to covidien on 10/28/2008 that a customer had an issue with a blood collection device. The customer reports the needle came apart from holder while in patient's arm.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.